Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was 271 mg/dl. Tandem technical support had the customer perform a system check and the pump and infusion set tubing were found to be functioning as expected. The cannula was removed and no damage was noted. The customer inserted a new infusion set site and resumed insulin delivery. A correction bolus was delivered to address the bg level.